Event description:
It was reported by the customer that when flushing, the catheter is leaking and when pulled out they saw a hole in the catheter. Incident occurred before use. No other information was provided. Additional information provided "the patient did not suffer any harm. The PICC had been used for chemo but unsure of what kind of chemo. This time they only flushed with saline."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that when flushing, the catheter is leaking and when pulled out they saw a hole in the catheter. Incident occurred before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that when flushing, the catheter is leaking and when pulled out they saw a hole in the catheter. Incident occurred before use. No other information was provided. Additional information provided: "the patient did not suffer any harm. The PICC had been used for chemo but unsure of what kind of chemo. This time they only flushed with saline." Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted (B)(6) 2023 and removed (B)(6) 2023. Total length of catheter 42cm. PICC inserted in basilic vein, 1cm exit site markings. Statlock used, PICC dressed straight along patient's arm. Oncology treatment: vincristin. Leak was internal at the 4cm mark about 30 days after insertion. 0,5% clorhexidine used to clean cathter site during dressing changes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that when flushing, the catheter is leaking and when pulled out they saw a hole in the catheter. Incident occurred before use. No other information was provided. Additional information provided: "the patient did not suffer any harm. The PICC had been used for chemo but unsure of what kind of chemo. This time they only flushed with saline." Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted (B)(6) 2023 and removed (B)(6) 2023. Total length of catheter 42cm. PICC inserted in basilic vein, 1cm exit site markings. Statlock used, PICC dressed straight along patient's arm. Oncology treatment: vincristine. Leak was internal at the 4cm mark about 30 days after insertion. 0,5% clorhexidine used to clean catheter site during dressing changes. Not used for a CT scan. Patient reported to partake in running and normal activities while PICC in place.